Manufacturer narrative:
No RMA has been initiated for this issue. Model m51 serial number/date code (B)(4) is approximately 13 months old. The user manual part number 1125085 rev j (oct-08) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
End users daughter alleges that the power chair will not go up any ramp at the house. Daughter allegedly has to manually push her father up the ramp, in the chair, which in turn is causing her body discomfort. The chair allegedly quits for no apparent reason, allegedly cuts out 2 or 3 times per day. Dealer has allegedly checked the chair over the past 3 months and cannot duplicate the issue. Dealer has allegedly called tech to troubleshoot with no solutions. Injury is alleged.